Event description:
It was reported that the patient's extensions, leads and burr hole covers were explanted and replaced for an unknown reason. The investigation did not determine which products attributed to this issue. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6170, UDI: (B)(4), serial: (B)(6), batch: 7414848.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.